Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd had a line blocked alarm and a bg value of 255 mg/dl. Emergency services were not required. The pwd had attempted to resolve the alarm using the current cassette; however, the issue persisted. The alarm was resolved after the cassette and infusion set were changed. The infusion sets had been inserted in the abdomen, and the site was cleaned with alcohol. The pwd was unable to use skin-tac due to an allergy. The operator of the device was the lay user/patient. There was no patient injury/adverse event.

Manufacturer narrative:
D9: 01-dec-2025. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.